Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new double cuffed aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced urethral atrophy leading to the revision surgery. There were no issues with the device/ the patient did not experience any reported adverse event and was in post op status. No more information available at the moment. Should additional information become available, it will be provided.